Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug eluting stent system was selected for treatment of a moderately calcified lesion (90 percent stenosis degree). When inserting the device into the guiding catheter the stent dislodged from the balloon just outside the y adapter outside of the patient.